Manufacturer narrative:
Unspecified injuries occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent an obturator sling procedure on an unk date. The pt experienced unspecified injuries following the procedure. No additional info was provided.